Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported site encountered a c-00 activation error on the integrated electrosurgical unit (iesu) when using monopolar energy. Prior to contacting isi tse, the customer changed out the bovie pad, and instrument energy cable, but the issue persisted. The tse walked the customer through powering off the iesu with nothing plugged into it with no change, iesu powered on immediately with the c-00 error. The customer connected a backup generator to the system to finish the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure performed by the surgeon was the resection of a pelvic mass. Ports were placed, and the robot was docked prior to the issue being identified. The system functionality was checked upon powering on the system and an error message occurred once the surgeon tried to cauterize using monopolar. The procedure was completed by bypassing the iesu with a ligature as per customer service once it was determined that the iesu was in need of replacement. Ligasure was used until it was replaced later that same day.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error c-34/c-00. The complaint was confirmed based on the field evaluation/failure analysis.